Event description:
It was reported by the rep that the (1) tlv30 was used during a lobectomy procedure. It was reported that the stapler did not contain staples loaded in the stapler. The device was reloaded with trv30 cartridge and fired the stapler. The stapler worked fine with the reload cartridge. There was no other information available. There was no consequence to the patient.